Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included metoprolol since 2018 and sertraline hydrochloride (zoloft) since (B)(6) 2019. In 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("other injury(ies) or complication-memory loss"), inflammation ("other injury(ies) or complication-inflammation") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), infection ("infection"), arthralgia ("joint pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, hot flush, vaginal haemorrhage, amnesia, inflammation, migraine and weight increased outcome was unknown, the alopecia was resolving and the arthralgia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, dysmenorrhoea, hot flush, infection, inflammation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2014 and (B)(6) 2015. Discrepancy noted in essure removal date - (B)(6) 2018. Current weight 243 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included metoprolol since 2018 and sertraline hydrochloride (zoloft) since (B)(6) 2019. In 2014, the patient had essure inserted. In october 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("other injury(ies) or complication-memory loss"), inflammation ("other injury(ies) or complication-inflammation") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), infection ("infection"), arthralgia ("joint pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, hot flush, vaginal haemorrhage, amnesia, inflammation, migraine and weight increased outcome was unknown, the alopecia was resolving and the arthralgia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, dysmenorrhoea, hot flush, infection, inflammation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2014 and (B)(6) 2015. Discrepancy noted in essure removal date (B)(6) 2018 and (B)(6) 2018. Current weight 243 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal), inflammation, memory loss, migraine headache, weight gain. And previously reported event- hormonal changes updated to event- hot flashes. Reporter information, concomitant drug. Events onset date were added. Events outcomes, lab data were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, hormone level abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, hormone level abnormal, infection, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received:case became incident. Patient date of birth added. Product start date and stop date added. Event injury nos deleted and events pelvic pain,abdominal pain,menorrhagia,hormonal change,hair loss,infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.